Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Healthcare professional reported left side textured implant exchange. The device has been explanted. Healthcare professional reported capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side textured implant exchange. The device has been explanted. Healthcare professional reported capsular contracture baker grade IV.

Event description:
A total capsulectomy was performed with device replacement.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed in the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.